Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was returned for warranty consideration. Preliminary device analysis revealed it did not meet longevity specifications.